Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a non-specific product allegation. It was noted the device had reached its end of service. A new device was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the device reaching end of service (eos). No product performance issue was reported. A new device was successfully implanted. No additional patient adverse effects were reported.